Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The visual inspection revealed several small pieces fractured off the device. These pieces were not returned. The device shows signs of significant wear and use. This inspection was conducted by naked eye. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on the information provided, an unintended movement of the user during surgery damaged the device. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a tka surgery, a saw was being used for cutting the distal femur. One (1) lgn scw pos wg trl 5m sz5-6 lg was on trial and got sawed. There was debris from the sawing but none of it got into the patient. As soon as the trial was hit, the surgeon stopped, and it was a small cut into the trial. They didn¿t need to do any additional medical intervention. There was no harm done to the patient. The procedure was resumed without delay using a smith and nephew backup device, and no injuries were reported as a result.

Manufacturer narrative:
Internal complaint reference: case (B)(4).